Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-15099), was submitted on 17-oct-2025. However, based on the investigation results done on 18-jan-2026 and clinical review done on 23- jan- 2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced hypoglycemic episode with catatonic and convulsive symptoms on (B)(6) 2025. It was noticed that the maximum basal rate was set at 1.25 instead of 2.0 and alarm settings were also reviewed and the patient decided on her own to change the threshold to 90 to reduce hypoglycemic episodes. The patient treated with glucagon ampoules. No further information available.